Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that they didn't notify their physician of their stimulator not working. When asked for the circumstances that led to the stimulator not working properly and lack of therapy, the patient stated they lost control of their urine a few times and were going through a couple pads so they felt it needed to be adjusted up, and they wanted to make sure they were doing it correctly. The patient stated the steps taken to resolve it were that ¿they reiterated how I should do it¿ so they moved it up and decided to talk to the doctor at their next appointment. The issue was reported to be resolved. The patient noted that their doctor told them that they should not move, as they were going to wear the battery too fast and they didn't promise the patient a complete cure. The patient also noted their doctor asked them if they were getting 50% or more relief, and the patient said they were. The patient stated they had not adjusted since (B)(6) 2018, and their next appointment was in the middle of (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient just had a new implant on friday before the report and it was working at first. The night before the report, it stopped giving the patient symptom relief. The patient was helped to synchronize and it was indicated that the stimulation was on, on program 1 at 2.2v. The patient was helped to move to 2.4 and she was going to try the settings. Additional information was received from the patient that reported the stimulator was not working properly and they thought that, maybe, they did not set up their device very well. They stated that therapy wasn¿t working for them so they tried to increase the stimulation but they got a poor communication screen on the programmer. They stated that they didn¿t know if they were ¿touching something wrong on the patient programmer¿ but is seemed like ¿it goes off". It was clarified that they meant they thought their programming/settings ¿went off¿ because they could see the settings and only saw the poor communication screen when trying to increase the stimulation. The patient reported that over the memorial day weekend, they had ¿several problems and had to leave early from embarrassment (due to lack of symptom control)¿. When it was confirmed that the antenna was securely attached to the programmer and then synchronized to the ins, the poor communication issue resolved. Specifically, the patient was able to get the settings to pull up successfully once they left the antenna over the implant. The patient stated that they did not know that they had to leave the antenna over the implant when they wanted to increase the setting. It was noted that they had been removing the antenna from the implant area when attempting to increase the stimulation and had been getting the poor communication as a result (¿due to the antenna not being over implant while pt was trying to increase¿). The patient stated that the poor communication was due to ¿user error¿. When the settings were pulled up it was determined the patient was on program 1 at 2.4 volts and the stimulation was on. They then increased to 2.6 volts and felt comfortable stimulation in the bike seat area. The patient was redirected to their healthcare professional (hcp) if their symptom control did not improve. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.